Manufacturer narrative:
A ge service rep performed an onsite investigation. The fse retorqued the isolation transformer nuts, reseated generator pcb assemblies, reseated the systems interface pcb in the workstation, and confirmed the 5vdc power supply was operating within specification. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system exhibited intermittent errors resulting in intermittent system lock ups. The system was able to be rebooted to regain system functionality. No pt serious injury or death was reported related to this event.